Event description:
On (B)(6) 2012, the patient contacted animas to report that she was having high blood glucose issues between (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2012 at 4 am, the patient was vomiting and was taken to the hospital after she tested at 528 mg/dl. She was admitted to the ER and was taken off of insulin pump therapy. Then she was treated with IV insulin when her blood glucose reading elevated to "high." The patient's doctor thinks her vomiting was due to the elevated blood glucose reading she had during time. On (B)(6) 2012 at 3 pm, the patient started insulin pump therapy again with a blood glucose reading of 237 mg/dl. Her blood glucose was stable and was testing in the 200 mg/dl range. On (B)(6) 2012, her blood glucose reading elevated from 131 mg/dl to 421 mg/dl between 11:30 am and 2 pm. The patient changed her infusion site at 2:23 pm which lowered his blood glucose reading to 267 mg/dl at 4:30 pm. It was noted that her infusion set was changed to an angled set by her educator at the time of concern. However, his blood glucose readings increased to "critical high" at 8:30 pm through (B)(6) 2012 at 1 am. The patient reportedly had symptoms of dry mouth, frequent urination, and headache. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. There was no bent cannula issue when the patient replaced the infusion set on (B)(6) 2012. At the time of the phone to animas, the patient was not feeling well. The patient's doctor took the patient off of insulin pump therapy and started her on IV insulin. This complaint is being reported because the patient had elevated blood glucose readings above 500 mg/dl and required hcp medical intervention while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was associated with the event. Hence, the subject pump cannot be ruled out as the contributor of the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.